Event description:
The screw was inserted into the bone, however, the surgeon wanted to loosen it to reposition. As that was being done, the screw head came off. The surgeon ended up moving the plate around the empty hole and reinserting the screws.

Manufacturer narrative:
Actual device is not available to stryker for eval.